Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic hernia repair, a piece of the active waveguide disengaged and fell into the patient cavity. The piece was retrieved and there was no patient injury.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2015.. Date of follow-up report : (B)(6) 2015. One used sonicision cordless ultrasonic dissector was returned for evaluation. Visual inspection of the disposable hand piece revealed that the waveguide had fractured and the tip had broken off. The waveguide was inspected under magnification to identify the point of initial contact that caused the fracture and eventual break. Covidien investigation personnel concluded that the titanium waveguide was in use when it fractured. Further investigation revealed that the waveguide was excessively torqued to the side during use causing it to come in contact with the clamping jaw while the device was activated. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation.